Event description:
Evaluation for reportability concludes that this event is reportable and will be reported to the FDA on a 30-day MDR 3500a as a serious injury. No report will also be sent to other regulatory authorities. (B)(6).